Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being removed on 2018. A reimplant surgery was posteriorly performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.